Event description:
After stenting the mid obtuse marginal branch (om), a second stent was inserted with multiple attempts at positioning then removed. Upon removal of the stent it was discovered that it came off the stent balloon at the origin of the proximal circumflex where there was an existing stent.